Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the scale wasn't printed.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that a part of the scale wasn't printed. The returned syringe was examined and exhibited missing scale markings as well as ink smears on the barrel. CAPA 162566 was imitated to address printing issues. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA 162566 was imitated to address printing issues.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the scale wasn't printed.